Event description:
The patient experienced underdose with pruritis and increased spasticity beginning (B)(6) 2012. She went to the emergency department and a pump flip was confirmed. The healthcare provider was able to manipulate the pump back into position. The patient was paraplegic and wheelchair bound and it was stated that pump flipping was a common occurrence. A flip also happened in (B)(6) 2011 (see MFR report 3004209178-2012-03810). The healthcare provider confirmed that all 4 pump suture loops were used when suturing the pump in the pocket. The pump contained compounded baclofen 4,000 mcg/ml (260 mcg/day). Further information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Continuation of medical concomitant: implanted: 2011 (B)(6), explanted: product typ catheter. (B)(4).

Manufacturer narrative:
(B)(4).